Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a f/u report will be submitted.

Event description:
Received info indicating that customer received multiple alarms. The customer did not know what specific alarm occurred. Customer indicated that blood glucose levels were "generally unaffected".